Event description:
Device 3 of 5. Reference manufacturer reports: 1627487-2010-03230, 1627487-2010-03231, 1627487-2010-03299 and 1627487-2010-03300. The pt received her scs system consisting of an ipg, four percutaneous leads (from two separate lots), and two extensions (from two separate lots) on (B)(6) 2010. It was reported that the pt was not receiving effective pain coverage from the stimulation. The physician explanted the system on (B)(6) 2010. The devices were returned to the manufacturer for eval on (B)(6) 2010. Follow up on the pt found no further issues reported.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Marks consistent with electrosurgery instrumentations were observed on both leads. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.